Event description:
It was reported that the customer had an off no power alarm on the insulin pump. Customer's blood glucose level was 256 mg/dl. Customer stated that they have a back-up plan and will treat the high blood glucose level. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer has replaced the battery twice. Customer stated that the battery cap is not loose, cracked, or damaged. Customer reported that there is no power to the pump. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with blank display due to broken soldier pad on b1 I/b. Unable to verify for operating currents including low battery, off no power alarm or verify for battery indicator due to blank display. Pump received with minor scratched display window.